Manufacturer narrative:
Investigation summary: pump, batteries, battery chargers, controller ac adaptors, controller dc adaptors, controllers, monitors, and monitor ac adaptors with unknown serial numbers, associated with the reported event, were not returned for evaluation. Review of manufacturing documentation could not be conducted since serial numbers of the devices are unknown. The reported event cannot be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additional devices for this complaints: d4: unk. Battery h6: conclusion code(s): device not returned 92 d4: unk. Battery charger h6: conclusion code(s): device not returned 92 d4: unk. Controller ac adapter h6: conclusion code(s): device not returned 92 d4: unk. Controller h6: conclusion code(s): device not returned 92 d4: unk. Controller dc adapter h6: conclusion code(s): device not returned 92 d4: unk. Monitor h6: conclusion code(s): device not returned 92 d4: unk. Monitor ac adapter h6: conclusion code(s): device not returned 92 d4: unk. Monitor h6: conclusion code(s): device not returned 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - battery charger, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - controller ac adapter, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - controller, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - controller dc adapter, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - monitor, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - monitor ac adapter, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). Heartware® ventricular assist system - monitor, device available for evaluation?: no, product will not be returned, labeled for single use?: no, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which described left ventricular assist device (lvad) malfunctions including the pump, driveline and peripherals. Controller failure accounted for 44 % of the failures, battery failure 27%, pump failure 8%, controller ac adapter 8%, monitor cable 4%, monitor ac cable 2%, controller dc adapter 2%, monitor 2%, and battery charger 1%. No patient complications have been reported as a result of this event.